Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "far right column of the keypad is not working including the run/stop key" was reproduced. Evaluation found column of 3,6,9 and run stop key was not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the keypad. The keypad required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's far right column of the keypad was not working including the run/stop key during testing in the biomedical service department. There was no patient involvement. No additional information is available.